Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reported a continuous high-pitched noise while using the audio processor since the (B)(6) 2020. The noise is not present when not using the device.

Event description:
The user reported a continuous high-pitched noise while using the audio processor since (B)(6)2020. No noise is present when not using the device.

Manufacturer narrative:
Additional information: in accordance with the information in the recipient report and the manufacturers experience with this kind of device, it is assumed that it is likely in an early stage of failure due to humidity ingress at the housing braze joint through micro-leaks. However to determine an exact root cause a device investigation would be necessary. The concerned device was explanted but has not been received for investigation yet.

Manufacturer narrative:
Conclusion: investigation results confirm that loss of hermeticity at the housing braze joint by micro-leaks most likely led to device electronics failure over time. It appears that the device is in an early stage of failure. Over a certain period of time, humidity will impinge on the electronics and cause damage, finally leading to complete failure of the circuitry. The investigation results seem to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The user reported a continuous high-pitched noise while using the audio processor since (B)(6) 2020. No noise is present when not using the device. The user was re-implanted.